Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
Manufacturer ref# 3005334138-2022-00072. During a paroxysmal supraventricular tachycardia ablation procedure, blood was leaking from the hemostasis valves of the sheath, after inserting the sheath into a patient prior to inserting catheters. The sheath set was replaced but blood leak was noted again. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.